Event description:
It was reported to tyco healthcare on 01/2002 that a healthcare worker had sustained a needlestick. The facility has been autoclaving full sharps containers for a long time before sending out for disposal, but recently have had 6-7 containers with multiple small needles puncturing the needles after autoclaving both the 8505sa and the 8537sa. They state they have made no changes in their process, and they autoclave at 275 degrees farenheit at 35 lb pressure for 1 hour, despite the company's recommendation of not autoclaving for more than 1/2 hour. One worker sustained a clean needlestick while removing a sharps container from the autoclave. On 01/2002 samples were received and forwarded to the manufacturing plant.